Event description:
The customer's blood glucose was unknown. It was reported that the customer's pump was not delivering any insulin. It was unsure whether the customer was receiving a no delivery alarm. The customer had a back-up plan ready. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.